Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high glucose of 432 mg/dl. The customer stated that she was diagnosed with abdominal pain. The customer stated that she was throwing up and thought she might have the flu. The customer stated that she changed the infusion set the day before the event. Troubleshooting was performed. Reviewed the programming and it was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.